Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the an unspecified bd wingset has been difficult to puncture. The following information was provided by the initial reporter. The customer stated: ¿in response to (B)(4) stopper too rigid, the customer reports that 2ml tubes have also presented difficult to puncture. There was no damage to patient, several sample acquisition are performed with syringes or wingsets.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.